Event description:
The customer reported that the system alarmed during x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. A cable and the screen plate were replaced. The system operates as intended.